Manufacturer narrative:
The device, used in treatment, was returned for evaluation. A visual inspection confirms the returned device fractured into two pieces. Both pieces were returned for evaluation. The device was manufactured in 2004. The device exhibits signs of significant wear and use. A review of complaint history on the listed part revealed no prior complaints for the listed batch with the same failure mode. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. The device is a reusable instrument that can be exposed to numerous surgeries and cleaning cycles. As plastics are vulnerable and crack may have initiated during use and possible causes could be due to the heating and cooling associated with autoclaving or prolonged use. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a tka procedure and outside the patient, the gii ps high flex impctr hd 3-8 broke. No pieces fell into the wound. Procedure was completed with an s+n backup device. No surgical delays reported.